Event description:
MRI vent tested on test lung and found to be operating within correct parameters. Placed on pt and pt seized, developed subcutaneous air in neck and chest. Physician felt pt had a possible air embolus. Chest x-ray revealed pneumothorax.